Event description:
It was reported that prior to insertion in anesthesia, the md noticed that the guide wire was bent and decided not to use it. As a result, a new kit was opened and used without issue. There was no reported delay, death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#: (B)(4).